Event description:
Customer reports unit appears to fluoro on its own and locks up. No pt injury was reported.

Manufacturer narrative:
The service rep found the unit to have xray switch stuck message on right monitor. Unit was acting the same with either foot or hand switch plugged in. The rep cleaned connectors to both switches where they plug in to c-arm. He ran the unit with no errors. The rep tested all power supply voltages and found them to be functional. Customer will continue to monitor for any further failures.